Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -stenotrophomonas maltophilia (62 cfu). The device had been reprocessed with a non-olympus automated endoscope. Reprocessor, getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) checked the subject device and found followings; ccd lens was chipped, and light guide lenses were chipped. Key top of the remote switch 1 was damaged. The following third-party repairs had been performed as follows; nozzle unit has been replaced. Light guide bundle has been modified. All channels have been modified. Bending section rubber cover and gluing plus thread winding have been replaced connecting tube has been replaced. Fe-knob cover has been replaced. Air/water cylinder has been modified. Suction cylinder has been modified. Universal cord has been replaced. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.